Event description:
It was reported that the "pen" (stylus) would lose its electrical connection to the screen, even when it was still touching the screen, and that sometimes there was a delay in making an electrical connection. It was further reported that the tab to the power cord cover was broken. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported stylus issue. Cursor would follow the stylus. The stylus was moved over the screen with no fault found. Analysis confirmed the report that the tab to the cord cover is broken off. The keyboard has a damaged connector.